Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported the customer was at the hospital for high blood glucose of 406 mg/dl, treated with an IV drip. The insulin pump also alarmed buttoner error. Troubleshooting was performed. Customer's symptoms were nausea, vomiting, and abdominal pain. Paramedics were called because customer did not feel safe driving. Paramedics removed the device due to it alarming button error. Customer's mother stated that he was at friend's house swimming. He had the device in his pocket and water did splash, then the device alarmed. Customer was advised to discontinue use of the device and revert to back up plan. Customer did not want to return the device. No further information reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The functional test could not be performed, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests, due to the unresponsive buttons. No moisture damage was found on the electronics, motor, vibrator or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.